Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information has been received noting that MDR#1820334-2019-01897 and MDR#1820334-2019-01706 are actually the same event. The complaint file associated with 01897 has been closed/cancelled. Moving forward, all additional information, as well as the investigation evaluation will be provided on 01706.

Manufacturer narrative:
Concomitant devices: amplatz extra stiff 180 cm, amplatz super stiff 180 cm, cxi catheter 0.035 x 90 cm, cto 18 gr x 300 cm wire, roadrunner glide 260 cm, rosen 260 cm, zilver ptx 6 mm x 40 mm, zilver ptx 6 mm x 100 mm, boston jetstream 2.1/3.0 atherectomy catheter, abbott emboshield nav6 7.2 mm filter, barewire 315 cm, tempo 4fx65 cm omniflush catheter (B)(4). PMA/510(k) number: pre-amendment. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported during a lower left extremity angiogram in a (B)(6) year old male patient with a history of hypertension, type ii diabetes, peripheral artery disease and neuropathy, the flexor ansel guiding sheath elongated and separated. Access was gained through the right common femoral artery using a retrograde approach and the sheath was in place for approximately three hours. The patient was given fentanyl, midazolam, heparin, nitroglycerin, rotaglide during the procedure. Reportedly, there was extensive scarring in the groin, and the physician noted both a difficult insertion and removal. When attempting to remove the device from the patient with the dilator and a wire guide inserted, the sheath separated. The separation occurred approximately 3 cm from the tip of the shaft. The patient was then transferred for surgical extraction of the retained sheath tip. The segment was successfully removed and the patient is in recovery.